Event description:
Reported by the complainant as follows... A letter from the FDA was received, which was submitted to the FDA by rptr description of complaint: "convatec flexi seal fecal management system, for fecal diversion led to rectal bleeding requiring surgical intervention and oversew of bleeding rectal vessels and rigid proctoscopy. Date of use: 2008. Diagnosis or reason for use: incontinence of diarrhea. Event abated: yes". During a follow up conversation with reporter, provided convatec info about a male with liver disease and cancer of the liver was admitted to the hosp and underwent liver resection. While hospitalized he had a dvt (deep vein thrombosis) believed to be related to hit (heparin induced thrombocytopenia). Flexi-seal fms was inserted for diarrhea (etiology of diarrhea unk by cns) and was in use for less than 29 days. The pt was agitated and pulled out the device while the balloon was inflated on at least one occasion. Subsequent (but no immediately) to this traumatic removal, rectal bleeding occurred in 2008. All anticoagulant medication was stopped and vitamin k as well as blood products were administered. Surgical repair of bleeding blood vessels in the rectum was also necessary. The use of the device and its traumatic removal may have contributed to the rectal bleeding; other factors also likely contributed including liver disease, hit, and the use of anticoagulant medication. About 12 days later, the pt was placed on comfort care and subsequently died. Cause of death was listed as multi-system organ failure and cancer.